Event description:
Customer reportedly noted 9 cmh20 positive end expiratory pressure at the end of exhalation with no peep dialed in. Datex-ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.